Manufacturer narrative:
Replacement parts were sent to the customer to help resolve the issue. The customer was contacted on (B)(6) 2017 and was diagnosed with mastitis and took keflex for 10 days. The customer called back on (B)(6) 2017 and said the replacement parts and tubing were working well for her and she it not having any signs or symptoms of mastitis any longer. The product was received on 02/23/2017. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in ir14-(B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfee...

Event description:
Mom called in on (B)(6) 2017 to report that she had low suction with her freestyle breastpump. Customer called back on (B)(6) 2017 to report that she developed mastitis as a result of the low suction.